Event description:
It was reported that the upper screen of the cardiosave intra-aortic balloon pump (iabp) was going all white while in use on a patient. The console continued to pump with the white screen. Attempted closing the screen for 15 seconds without change. Gave the option of restarting the pump or changing out the pump if available backup. Customer wanted to speak to the cardiology provider before deciding. They elected to change to a different pump. Their only backup pump was a cs300. Switched the patient without difficulty to the cs300. (There was only 1 pressure to transducer cable.) Rebooted the cardiosave, and the screen was returned to normal. Explained the pump would still need to go to biomed for inspection/service. Customer was extremely thankful for the assistance. Encouraged customer to call back if any questions or if any issues arise. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10. At this time, the customer has not requested for getinge to evaluate the unit for the reported malfunction. The customer ran the pump with the test setup for two straight days with no failures. There were no error logs present. The iabp was set to return to service upon paperwork completion.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)